Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered what appeared to be an inappropriate shock during an atrial fibrillation (af) episode with rapid ventricular response (rvr). Although ventricular tachycardia (vt) was programmed as a monitor-only zone, the rhythm accelerated into the ventricular fibrillation (vf) zone, triggering therapy. Anti-tachycardia pacing (atp) was delivered via quick convert, but the rhythm redetected in the monitor zone and again accelerated into vf, committing a shock. This cycle repeated until therapy was exhausted. The device remains in service. No adverse patient effects were reported.